Manufacturer narrative:
Device history records for the product were reviewed and revealed no manufacturing defects. Product review/investigation could not determine if hex portion of the tip was conforming, the tip was twisted/deformed. Root cause is unknown. If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported that during a surgery performed on (B)(6) 2020 using the msp metatarsal shortening system, the screwdriver tip broke off into the head of the screw. Driver tip was removed from screw. Another kit was opened to complete the surgery. No patient complications were reported.